Event description:
A malfunction alarm labeled malf 9 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was informed that they could continue using the pump and to contact technical support if the issue happened again, and they acknowledged and understood the instructions provided.